Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the patient underwent a revision surgery to explant the screws and additionally the rods.

Manufacturer narrative:
(B)(4)

Event description:
The product was explanted as the screw broke post-operatively.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.